Event description:
The customer contacted stryker to report that the an event code is present that could indicate a hardware issue on the energy delivery board or in communication to the energy delivery board that doesn¿t allow the device to deliver defibrillation energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the an event code is present that could indicate a hardware issue on the energy delivery board or in communication to the energy delivery board that doesn¿t allow the device to deliver defibrillation energy. Customer also reported the device was intermittently powering off. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and the reported issues of unexpected loss of power and service code e2af were both verified and duplicated during testing. It was determined that the cause of the issue was a faulty energy delivery pcba. The ed pcba was replaced to resolve the issue. The reported issue of device will not power on was not verified and was not duplicated. The cause is unknown. The device passed functional and performance testing and was returned to the stryker lp35 loaner pool. Correction: section b5 and h6 device code have been corrected.